Event description:
Device issue : suture break. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, the suture broke. The device was removed and a second proglide was used to achieve hemostasis. There were no reported patient adverse effects. Though requested, no additional information was available.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.